Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: 3.0x10 mm ryugen nc. Guide wire: bmw universal ii. (B)(4). The device was not returned for evaluation. Dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with moderate tortuosity and moderate calcification. After pre-dilating the lesion using a 1.5x10 mm non-abbott balloon, a 3x38 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated and the stent was implanted. The stent was post-dilated using a non-abbott 3x10 mm balloon catheter and a distal edge dissection was noted. A 3x18 mm xience prime stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.